Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative. The patient went to the ER on (B)(6) 2018 and blood work and ultrasounds were performed. The patient did not have an infection but was given antibiotics. It was reported that the patient had a debridement of the ins site on (B)(6) 2018. The patient was reimplanted immediately after the debridement because they did not want to go a long time without therapy. The patient stated that they felt that their body was "rejecting" the battery. The patient also reported that they were having redness, soreness, and puffiness at the ins site and they were feeling intermittent shocking sensations at the ins site. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the revision was a success. The patient stated it has been 2.5 weeks since the revision. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead and the generator were explanted on (B)(6) 2018. The shocking, soreness, redness, and puffiness at the ins site were resolved. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The device will not be returned as the customer discarded the system without a rep present. They were not aware of the explant until the following day. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the healthcare professional (hcp) is going to move the implant because it slipped, is really hurting, and it is starting to push out of the bottom of the pocket. The patient stated it was taking 11-12 hours to charge and it was black and blue. The revision is scheduled for (B)(6) 2017. No further compilations were reported.